Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced chest pain from perforation. The right ventricular (rv) lead had dislodged. Undersensing and failure to capture was noted. A trivial effusion was found at baseline with evidence of organized thrombus developing. The effusion was not amenable to tap due to the organization. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.